Event description:
It was reported that pre-dilatation was performed with another company's balloon catheter. The mini vision stent positioned on the lesion and the balloon was inflated in order to deploy the stent. When the pressure was about 2 atm, the balloon was not visible anymore under fluoroscopy. The physician withdrew the system out of the patient. The stent, that was partially `opened', remained in the vessel. The stent was successfully deployed by using the other company's balloon catheter. The patient was reported to be doing fine after the procedure.